Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was a software problem message on the controller. The patient reported that she was charging her ins when she saw the software problem message. The following was displayed on the controller screen with the software problem: 1- intellis 2- 3.6 3- 1546 4- app manager.c. The controller was connected to the recharger. The controller was using the lithium ion battery pack. The patient was instructed to reset the controller by removing and reinserting the battery pack. The issue was resolved. No further complications were reported. Additional information received stated that the patient was having the same issue and wanted the controller replaced. Patient was issued a new recharge telemetry module, the patient called back as she expected a controller, but was able to charge with excellent quality using the recharge telemetry module. Additional information received stated that the patient was seeing rm06 and software problems, and wanted a new controller. Patient was issued a new controller. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain. Additional information was received and it was reported that the controller showed software problem (1-intellis,2-3.0,3-58,4-qf_new) when connected to the recharger. The patient had reset the controller a number of times by removing and reinserting the battery pack. Troubleshooting resolved the issues. They stated that when they hit the button to charge the controller just goes white and blank since they got it. They had both the controller and recharger replaced. The patient reported they had issues charging their implant since day 1 and there controller showed poor recharge quality (screen 76) and unable to recharge (screen 74). They walked the patient through initiating a charging session and they were able to get from the no device found screen by clicking recharge. They eventually got to the passive mode recharge, but through the duration of the call they were only able to get poor recharge quality, reposition recharger try again. They positioned the recharger over the ins and pressed try again and ensured the belt was positioned properly. The caller indicated the controller found the ins and then showed charged interrupted. At one point the patient was getting recharge excellent, but the controller went back to recharge interrupted. They had not moved the recharger and the controller screen showed finished next to the ins charging icon when the patient didn't end it themselves. The implanted device had not changed. The controller screen went white often when the patient was charging the ins, but resetting the controller resolved the issue temporarily. They then reported that the controller showed rm03 and the recharger cord in the device got hot on the cord and box. It was a little loose. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4) ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(4) revealed the cord was damaged. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.